Event description:
As reported by the field, this was a planned test occlusion of intracranial arteries. An emboguard balloon guide catheter (bg8795c, 9375165), emboguard 87, 95 cm was leaking, the balloon could not be inflated. Procedure was completed with the same emboguard used just as a guiding catheter and an additional smaller balloon that was positioned through emboguard to test occluded the target artery. No calcified plaques in vessels that might have damaged the emboguard balloon. Emboguard balloon was not inflated before the intervention outside of the patient. No patient consequences occurred due to the incident.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Updated sections on this medwatch: section b5: additional event information received on 14-mar-2025 indicated that a 8f terumo short sheath was used. The event occurred inside the patient. The balloon was inflated using a lav. The 1 ml syringe to the lav was used and gently infused for balloon inflation media to inflate the balloon. The leak was located in the middle of the balloon. The device did not appear kinked, compressed, cracked or damaged in any other way. There was no evidence of air being injected into the patient due to the leakage. The target vessel was the proximal internal carotid artery (ica). There was vessel calcifications, there was tortuosity and the diameter was 4,5- 5 mm. The event was prolonged for approximately 15 minutes with no clinical significance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d4 (primary UDI number), g3, g6, h2, h3, h4, h6 and h11. Complaint conclusion: as reported by the field, this was a planned test occlusion of intracranial arteries. An emboguard balloon catheter (bg8795c, 9375165), emboguard 87, 95 cm was leaking, the balloon could not be inflated. Procedure was completed with the same emboguard used just as a guiding catheter and an additional smaller balloon that was positioned through emboguard to test occluded the target artery. No calcified plaques in vessels that might have damaged the emboguard balloon. Emboguard balloon was not inflated before the intervention outside of the patient. No patient consequences occurred due to the incident. Additional event information received on 14-mar-2025 indicated that a 8f terumo short sheath was used. The event occurred inside the patient. The balloon was inflated using a lav. The 1 ml syringe to the lav was used and gently infused for balloon inflation media to inflate the balloon. The leak was located in the middle of the balloon. The device did not appear kinked, compressed, cracked or damaged in any other way. There was no evidence of air being injected into the patient due to the leakage. The target vessel was the proximal internal carotid artery (ica). There was vessel calcifications, there was tortuosity and the diameter was 4,5- 5 mm. The event was prolonged for approximately 15 minutes with no clinical significance. The initial examination of the returned emboguard device identified no evidence of damage on the returned device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device as the ball gauge, guidewire, and dilator could be advanced through the device without resistance. It is possible that the emboguard balloon was damaged due to non-use of the supplied peel-away sheath. However, this cannot be confirmed with the information provided. The returned emboguard could not be successfully inflated and deflated as per the procedural steps in the instructions for use (IFU). A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint event was confirmed, but no root cause was determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.